Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service (fse) inspected the system onsite and confirmed that the system failed to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found system stopped at system time 00:00, and a cold restart again did not resolve the problem. On further troubleshooting, fse found that power distribution unit had failed which supplies dc power in the main cabinet and dc-powered components were not working. To resolve the issue, fse replaced the defective power supply unit. The defective part was sent for analysis for dcps (direct current power supply) unit, malfunction was observed and the failure was found to be related to dc power and cooling fan. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.